Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the catheter was stuck in the guidewire. The physician was attempting to place a taxus liberte' 3.00x20mm drug eluting stent in the 90% stenosed left anterior descending (lad) artery. Primary passage of the stent was impossible. When withdrawing the intact stent delivery system (sds) on the cross-it guidewire, it stuck and would not move anymore. When the physician attempted to move it back even farther using a little more force, withdrawal was disrupted completely. The tip of the balloon catheter with the stent on it was fixed on the wire. The catheter and guidewire were removed from the pt. The physician reported "there were no complications belongin to the pt. It was only a technical problem." After the catheter and guidewire were removed from the pt, the physician removed the catheter from the guidewire with a lot of force.